Event description:
Covidien received info stating that strange noises were heard from the ht70 plus ventilator pump. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The returned pump was found to have a broken bearing. In addition, the linear bearing showed signs of rust and was also found to have a missing ball bearing. The pump's shaft bearings also did not turn smoothly.